Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the screw fractured inside the implant and was unable to be removed. As a result, the implant had to be removed. Tooth location 19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® implant 4 x 11.5mm (xifnt411) was returned for investigation. Visual inspection of the as returned product identified that the internal drive feature contains fractured pieces of the reported screw, which could not be disengaged. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed.